Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
The previous medwatch submission reported a rupture against a non-allergan device. This event is no longer reportable.

Event description:
Patient reported, a right side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side rupture. Device has been explanted and replaced with non-allergan device.

Event description:
This relates to the right side.

Manufacturer narrative:
Continued h6 (health effect impact code): f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device has been explanted.